Event description:
The contact stated that she spent the evening in the ER due to the customer being comatose. When the customer arrived at the hospital, his blood glucose was 35mg /dl. She stated that he took too much insulin based on the meter readings. The customer had a blood glucose reading of 118 mg/dl. He retested a few minutes later and had a reading of "hi". The difference between these readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The meter and strips are to be returned for evaluation, and the pharmacy provided the customer with a replacement meter kit.